Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the self-test, unexpected restart error test, basic occlusion test and displacement test. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device was unable to perform the occlusion or the excessive no delivery test due to prime anomaly. There was no button error alarm. The insulin pump was received with cracked case at the display window corners, scratches on the lcd window and intermittent buttons due to corroded keypad traces. (B)(4)

Event description:
Customer's mother reported via phone call button error alarm. Customer could not recall any significant events leading to the keypad anomaly customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.